Event description:
It was reported that the lesion was located in the tortuous distal left anterior descending artery (lad). A 2.25 x 12 mm non-abbott balloon was used to dilate in the distal portion of the lad where a 2.25 x 23 mm promus was then placed without issue. Then a 2.75 x 28 mm promus stent was deployed with no issues in the mid lad. Then in the proximal lesion a 2.25 x12 mm promus was attempted, but it would not cross. A 2.75 x 12 mm non-abbott balloon was used to pre-dilate successfully. Then the 2.25 x 12 mm promus stent was re-inserted and attempted again to cross, but the proximal shaft separated at a point outside the anatomy. The case was concluded. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) re-insertion of device. Guide wire: balance middleweight 190, guide cath: 3.5, 4.0 ldu, stent: 2.25 x 23 mm, 2.75 x 28 mm promus. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. You are receiving this MDR report from abbott vascular because, (B)(4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned stent delivery system (sds) noted blood in the guide wire lumen and on the shaft and contrast in the inflation lumen. This is consistent with preparation and advancement into the body. The undamaged stent implant was stationary on the tightly folded balloon between the markers. Dimensional analysis found the tip length and stent implant outer diameters met manufacturing criteria. There were two kinks in the hypotube. This damage was not observed during product inspection prior to use and thus, may have occurred during or after the procedural attempts to cross the lesion or possibly as a result of packaging and shipment back to abbott vascular for analysis. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. The anatomical condition was reported as tortuous, which likely contributed to the reported failure to cross. It was confirmed that the hypotube and jacket were separated distal to the strain relief tubing. The fracture faces were oval shaped, as if kinked prior to separating. The jacket material at the hypotube separation was stretched and jagged. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the shaft can lead to weakening of the sds material such that subsequent application of force or further handling can cause a separation. To help ensure that kinks and shaft separations are not the result of the manufacturing process, all sds are visually inspected for damage at numerous points in the manufacturing process, including a final inspection of the product before being inserted into the dispenser coil. Additionally, a sampling of product is destructively tested to verify lumen integrity. Since there was no report of any damage observed to the sds prior to the procedure, this may suggest that a product deficiency did not contribute to the shaft separation. The shaft most likely kinked during the attempt to cross and further manipulation of the catheter would have contributed to the shaft separating. It should be noted that the promus everolimus eluting coronary stent system instructions for use (IFU) states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. It is unknown if the re-insertion of the promus stent may have contributed to the reported difficulties. A review of manufacturing records did not reveal any nonconforming material records for this lot that could have contributed to this report. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for shaft separation. There is no indication of a product quality deficiency.